Event description:
The customer stated that his blood glucose was tested using his contour meter and his doctor's meter. The doctor's meter read 134 mg/dl, while the customer's meter read over 200 mg/dl. If the customer's meter read 259 mg/dl or higher, the difference between the readings would fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting and the results fell within the normal control range. No product will be returned for evaluation.